Manufacturer narrative:
29-mar-2022 concomitant product investigation results: concomitant product return was received and evaluated. No failure could be identified, the concomitant product is according to specifications.

Event description:
(End of the toothbrush has been getting hot).burned the roof of mouth - oral-b [burn oral cavity]. Recently the end of the tooth brush has been getting so hot - oral-b [device physical property issue]. Male consumer via e-mail stated that the end of their sons oral-b electric toothbrush got so hot that he complained it burned the roof of his mouth. No serious injury was reported. 03-feb-2022 case update: the concomitant product lot was 632. No serious injury was reported. 15-mar-2022 case update: the concomitant product was oral-b power rechargeable toothbrush handle 3709. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(End of the toothbrush has been getting hot)...burned the roof of mouth - oral-b [burn oral cavity]. Recently the end of the tooth brush has been getting so hot - oral-b [device physical property issue]. Male consumer via e-mail stated that the end of their sons oral-b electric toothbrush got so hot that he complained it burned the roof of his mouth. No serious injury was reported.